Event description:
It was reported that the pump touch screen was unreadable. Customer¿s blood glucose level was 47. The customer consumed carbohyrdartes to address bg level. The customer reverted to an alternate method insulin therapy.